Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled. Technical services discussed that a patient data file needs to be sent in order to confirm reason for disablement. Ts advised there are no suspicious faults or resets observed at this time, and based on battery status, it is most likely due to a high impedance battery. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) discussed that a patient data file needs to be sent in order to confirm reason for disablement. Ts advised there are no suspicious faults or resets observed at this time, and based on battery status, it is most likely due to a high impedance battery. No adverse patient effects were reported. This device remains in service. Received additional information technical services (ts) reviewed the device data and it showed a single loaded battery voltage measurement of 1.596v (volts). Ts advised this is very low and is the reason the device has deactivated radio frequency (rf) telemetry and the device is at increased risk of entering safety mode. The recommendation is device replacement, taking patient pacing needs into consideration. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) discussed that a patient data file needs to be sent in order to confirm reason for disablement. Ts advised there are no suspicious faults or resets observed at this time, and based on battery status, it is most likely due to a high impedance battery. No adverse patient effects were reported. This device remains in service. Received additional information technical services (ts) reviewed the device data and it showed a single loaded battery voltage measurement of 1.596v (volts). Ts advised this is very low and is the reason the device has deactivated radio frequency (rf) telemetry and the device is at increased risk of entering safety mode. The recommendation is device replacement, taking patient pacing needs into consideration. At this time, the device remains in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) discussed that a patient data file needs to be sent in order to confirm reason for disablement. Ts advised there are no suspicious faults or resets observed at this time, and based on battery status, it is most likely due to a high impedance battery. No adverse patient effects were reported. This device remains in service. Received additional information technical services (ts) reviewed the device data and it showed a single loaded battery voltage measurement of 1.596v (volts). Ts advised this is very low and is the reason the device has deactivated radio frequency (rf) telemetry and the device is at increased risk of entering safety mode. The recommendation is device replacement, taking patient pacing needs into consideration. At this time, the device remains in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully. The explanted device will not return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.